Manufacturer narrative:
This is 1st of 3 reports filed based on this article for distal embolism. The exact date of the adverse event is unknown. All patients were treated between april 2015 and march 2016.

Event description:
The neurol med chir ((B)(6)) journal published a retrospective evaluation of results for mechanical thrombectomy using the trevo provue in 50 consecutive patients with anterior circulation stroke. The cases were divided into proximal (n = 26) and distal (n =24) groups based on the involvement of m1-m2 bifurcation, considering the middle cerebral artery m1 mid-portion as the boundary. Among 50 patients, successful modified thrombolysis in cerebral infarction score (tici) 2b or 3 was achieved in 41 patients and complete revascularization (tici 3) in 27 patients. The literature results documented distal embolism in 6 cases, symptomatic intracranial hemorrhage in 3 cases and a death (mrs: modified rankin scale score of 6) in 2 cases. No specific details associated with product performance, part number and patient¿s status post procedure were documented.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, embolism is a known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The neurol med chir (tokyo) journal published a retrospective evaluation of results for mechanical thrombectomy using the trevo provue in 50 consecutive patients with anterior circulation stroke. The cases were divided into proximal (n = 26) and distal (n =24) groups based on the involvement of m1-m2 bifurcation, considering the middle cerebral artery m1 mid-portion as the boundary. Among 50 patients, successful modified thrombolysis in cerebral infarction score (tici) 2b or 3 was achieved in 41 patients and complete revascularization (tici 3) in 27 patients. The literature results documented distal embolism in 6 cases, symptomatic intracranial hemorrhage in 3 cases and a death (mrs: modified rankin scale score of 6) in 2 cases. No specific details associated with product performance, part number and patient¿s status post procedure were documented.